Event description:
A healthcare professional reported via study that during the trabecular stent implantation procedure, the wheel malfunctioned while releasing and retracting the stent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).